Event description:
It was reported that: "revision due to polyethylene fractured, the wrong size polyethylene was used." The reported device was implanted in 1994, however, exact date was not provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer because it was not made available but the hospital. The x-rays and medical records were requested, but not provided. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.